Manufacturer narrative:
Concomitant medical products: dtba1q1 crt-d, implanted: (B)(6) 2015; 459888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an onset of a ventricular arrhythmia, which dipped in and out of the detection zone with ventricular and av dissociation present. The initial detection was withheld due to the programmed vt discriminator and the episode transitioned into ventricular fibrillation (vf) detection after several minutes. Eleven minutes passed with detection withheld during a vf episode. Six shocks were delivered with one aborted, one unknown and the remaining <(><<)>20 ohms. The clinician suspected the cardiac resynchronization therapy defibrillator (crt-d) was unable to deliver 35j of energy during the vf episode. The episode was deemed terminated when there was no more cardiac signal and the results were ap-vp markers with no cardiac stimulation and the patient passed away.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. If information is provided in the future, a supplemental report will be issued.